Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the exact procedure? Sleeve gastrectomy. What is meant by ¿new scrapper weld is applied¿? Defect after removing the locked device. What is the patient¿s bmi? 53 kg 900 gr (note: the patient refused gastric bypass. What was the targeted tissue? Upper third of the stomach. What color cartridge was used? Blue. Was buttressing material used? No. Any pre-op radiation or chemotherapy? No. Was the target tissue particularly thick? No. Any damage seen to the device? Visually no. Any pictures of the device available? Device is available. Hcp will provide photos lately as currently hcp on the annual leave. What is the current patient status? The patient is being treated at the yuzhno-sakhalinsk city hospital. Additional: the patient's body temperature has been rising to 38 for the last few days. On 21.07.2023 he was examined at the municipal hospital. CT scan showed infiltration in the left subdiaphragmatic space. The patient was hospitalized, conservative treatment is being carried out. What distance was the device stitched? ¿ not very clear wording. What distance the device cut? ¿ upper third of stomach. How many cartridges were involved? ¿ only for the operation ¿ 8, before the lock ¿ 4 what color were the cassettes? ¿ green, blue, white. When did the surgeon have problems with the 4-th cassette? ¿ at 4 cassette the machine was blocked. What actions/steps were taken to solve the problem? ¿ according to the instructions, as well as an attempt to replace the battery from another package. How was the procedure completed after the event? ¿ on the edge of the unfinished staple line is a new staple line. Why does the surgeon believe that the staple line contributed to the emergence of postoperative complications? ¿ at the relaxation of the staple line, the failure of the staple line was stopped.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4; batch # u5ey1f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what procedure was being performed? How far did the device staple? How far did the device cut? How many cartridges were involved? What color cartridges were involved? When did the surgeon have difficulty with the 4th cassette? What actions/steps were taken to address issue? How was the procedure completed after the event occurred? Why does the surgeon believe that the staple line contributed to post op complications? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on the stomach, the plee60a device failed. According to the surgeon, the device stopped at the 4th cassette. Blocked. As a result, the patient had to be taken for a second operation due to the failure of the staple suture on the stomach. At the moment, the patient is in the clinic with peritonitis, pre-sepsis.